Event description:
At some point postoperatively, a screw backed out of the bone. The screw was explanted on (B)(6) 2018.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00186: plate.

Event description:
At some point postoperatively, a screw backed out of the plate that was implanted on the bone. The screw was explanted on (B)(6) 2018.

Manufacturer narrative:
A visual examination of the returned screw was performed under magnification. The thread on the taper portion of the threads and the locking thread area where the screws would engage with the locking threads of the plate shows some slight wear with the anodized surface rubbed off. This wear does not seem to be excessive and it seems to be consistent with normal wear on the screws.